Event description:
It was reported that the customer's blood glucose level was high, as indicated by the cgm displaying "high." The customer utilized a combination of multiple daily injections and a correction bolus via the pump to address the elevated glucose levels. Cts instructed the customer to inspect the infusion system components, but the customer declined to remove the infusion set at the time. However, the customer followed instructions to fill the tubing until insulin drops were observed. No issues were detected with the infusion set or tubing connections. The customer stored insulin properly and adhered to labelling instructions. Cts advised the customer to replace necessary supplies and continue with insulin. Attempts to contact the customer for further assistance were not successful.